Manufacturer narrative:
(B)(4). Evaluation results are: a review of non-contrast CT¿s 7+ years post-implant revealed that the aneurx stent graft had migrated into the distal aaa sac. The bifurcate had folded over itself at the flow divider, kinked >90 deg and was perpendicular to the aaa facing posteriorly. The bifurcate proximal diameter measured 35mm x 25mm. The ipsi limb and extension were placed into the left external iliac artery, and the contra limb and extension were within the right external iliac. Both iliac limbs were severely angulated within the distal sac and iliac arteries. Lack of contrast did not permit the assessment of limb or vessel patency. The aortic diameter superior the level of the celiac measured ~37mm, and at the level of the renals was >4cm in diameter. The max diameter aaa measured 7cm near the level of the kinked bifurcate. Both common iliac arteries were aneurysmal. The max diameter rcia measured 4cm and the lcia measured 5.8cm max diameter. A possible other manufacture¿s stent was also seen positioned within the left common iliac; outside the aneurx limb. No obvious stent graft fractures or other issues were observed. The cause of the torn iliac artery occurring during the intervention could not be determined from the films provided. Films during the intervention were not available for review. Attempts to deliver the device through the tortuous and diseased anatomy may have caused the iliac artery to tear. It is likely that the inability to cross the bifurcate flow divider was caused by the migrated bifurcate which had folded over itself and kinked. The severely tortuous iliac limbs also may have contributed. The cause of the aneurx migration could not be determined. The anatomy at implant was not provided, and earlier post-implant films were not available for review and comparison. It appears likely that there has been disease progression; neck dilation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck is 40mm in diameter under the renal arteries and 26mm under the superior mesenteric artery. The iliac arteries were severely tortuous. It was reported that on a follow up CT scan, the aneurx bifurcate had migrated down to the bifurcation of the aorta. As the patient had been previously placed on dialysis, the physician decided to try and position the endurant ii stent graft at the sma then reline the aneurx graft. The physician attempted to advance the endurant stent graft; however, was unable to get the delivery system past the aortic bifurcation. The physician decided to stop the procedure due to the inability to advance the device. When the delivery system and sheaths were removed from the patient, the patient's blood pressure began to drop. The physician discovered that the iliac artery had ruptured and the patient was losing blood. The patient's groin and chest were opened to discover the iliac artery had torn completely apart. The physician was not able to stop the bleeding and seal the tear resulting in the patient's death. The physician believes the iliac artery was severed when trying to advance the endurant ii device and attributes this to the tortuosity and calcification. According to the physician this patient was not an open repair candidate and that an evar procedure was the only option for the patient.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.